Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was over 500mg/dl. Customer stated that they had blood glucose of 514 mg/dl at the morning. The customer did not experience any symptoms related to the high blood glucose. Customer stated that cannula was bent. The customer treated with the insulin pump. Customer declined the troubleshot for the high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.